Event description:
It was reported in the Netherlands that the patient experienced cannula release during the night and reported having off symptoms, including mild dyskinesia and rigidity.

Manufacturer narrative:
E1: Name: (b)(6).Country: United States of America.Address ¿ (b)(6). Based on the available information, this event is deemed to be a reportable malfunction.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 8021545.